Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) for this particular batch shows that the device met its material, assembly and prod specifications at the time of its release to distribution. The most probable root cause for this complaint will be categorized as operational context because performance was limited due to anatomical/procedural factors encountered during the procedure. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a 3.0x15mm maverick2 monorail balloon was ruptured. The left anterior descending apical artery was 99% stenosed with severe calcification and average tortuosity. When the balloon was inflated for approx 30 seconds on the first inflation, it was ruptured at 12 atm (atms). The device was removed intact. The balloon was visible under fluoroscopy. A taxus stent was deployed and the stent was not post dilated. There were no pt complications or injuries reported. The pt status is listed as good. The procedure was completed with a different device.